Event description:
The device reportedly would not deliver pacing current to the pt. The pt's outcome and details were not reported. A bent pin was reportedly observed by the facility's hospital biomedical technician.